Event description:
Ge krd radiographic room. When reloading the backup calibration software through the workstations, it will only allow you to reload once. The function key will disappear. To reload backup data requires the operator to reload the entire workstation software. This will cause all the pt data and images to be deleted.